Manufacturer narrative:
Manufacturer evaluation of the instrument logs for the period (B)(6) and (B)(6) 2019 indicates that the 12 hour night program protocol had been validated, which indicates that the protocol has passed the validation procedures for the laboratory and is available for clinical use; the 12 hour night program protocol was last modified by a user with supervisor level access rights on (B)(6) 2019; and the instrument functioned as designed in the period for which the instrument logs were evaluated. On 12 november 2019, a leica global support application specialist provided the following feedback to the third party (B)(4) distributor senior applications support specialist in relation to the circumstances described in this complaint: "for optimal tissue processing on peloris the protocol length should be appropriate for the tissue size. The recommendation for small biopsies such as gastric and liver biopsies is a 1 hour or 2 hour protocol, depending on size. A 12 hour protocol is recommended for tissue 20 x 10 x 5mm in size. It is recommended that different sized tissue be separated and processed on appropriate length protocols. Smaller biopsies processed on the customer's 12 hour protocol may have contributed to "hard" tissue due to overprocessing." On 03 december 2019, leica biosystems received the following information from the third party (B)(4) distributor senior applications support specialist in relation to the 12 hour night program protocol: "I can confirm that the customer used the same protocol for similar tissues during the demo they had in february/march 2019 and during the validation run they did when the instruments have been installed." Based on the information available, it was determined that the root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed. Section 8.2.1 of the leica histocore peloris 3 user manual tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types. Specifically, it is recommended that all biopsies up to 3mm diameter with a maximum thickness of <3mm: gi biopsies, renal, prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps are processed using a 2 hour protocol. In this instance, small biopsies such as gastric and liver biopsies had been processed using a 12 hour protocol.

Event description:
A third party (B)(4) distributor service engineer (fse) received a complaint of occasional hard tissue samples derived from weekly overnight processing using the "12 stunden nachtprogramm" [12 hour night program]; and regular hard tissue samples derived from use of the same protocol over the weekend. On 11 november 2019, the third party (B)(4) distributor senior applications support specialist documented the following further information in relation to the circumstances involved in this complaint: "this protocol was tested during the peloris demo. But the customer did only introduce the 3 peloris tissue processors in routine work on (B)(6) 2019. On monday (B)(6) I had a phone call from the site. They said that after using the "12 stunden nachprogramm" during the weekend mainly liver biopsies seem to be over processed. We discussed about using shorter protocols and I recommended to try some of the existing protocols from leica (e.g. 6 or 8 hour protocol). I have had no further calls until last week. Today it looks like we have problems with small biopsies (mainly liver and gastric) mainly after processing during the weekend, but sometimes to a lesser extent also with overnight processing during weekdays. The small tissues are "hard" and difficult to section, either over fixed or over processed." On 13 november 2019, leica biosystems (B)(4) received the following information from the third party (B)(4) distributor senior applications support specialist: "according to the pathologists they were able to diagnose all the affected tissue samples. Even if the tissue was difficult to cut there was no direct or indirect harm to the patient."